Event description:
Patient reported back to back tests performed on their ss meter using separate finger sticks were 8mg/dl, 12mg/dl and 30mg/dl (>15 mg/dl difference). No symptoms were reported. Control solution test result (110) using new test strips was within range (87-131). Patient reviewed cleaning and use of control solution with lfs rep and is comfortable with meter and readings. No allegations of harm have been made.